Event description:
The manufacturer received information alleging ac power could not be connected. The same issue occurred even after changing the power cord. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint of charge failure was confirmed. The device's power supply board was replaced to address the issue.